Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Foot and ankle international 2014 published "surgical correction of severe deformity of the ankle and hindfoot by arthrodesis using a compressing retrograde intramedullary nail". This study was undertaken to evaluate the union rate, deformity correction, and clinical outcomes achieved using a compressing retrograde intramedullary nail. Thirty tibiotalocalcaneal arthrodeses with an osseous compressing arthrodesis nail system were studied with a mean follow-up of 26 months. Radiographic data were collected on deformity correction and union rate, and clinical outcomes were evaluated using the visual analogue scale (vas) for pain, the american orthopaedic foot & ankle society (aofas) ankle/hindfoot score, and the short form-36 (sf-36) health survey. Records were reviewed for complications and concomitant procedures. Adverse events: - nonunion - one patient had a nonunion of the ankle joint but successful fusion of his subtalar joint. This patient had diabetes with peripheral neuropathy but no evidence of charcot neuroarthropathy either preoperatively or postoperatively. - tibial stress reaction - three patients had symptomatic stress reaction in the tibia. One resolved with nail removal, and 2 were treated successfully with a walking boot. - wound dehiscence and deep infection - one patient had wound dehiscence and deep infection on the plantar aspect of the foot, treated successfully with surgical debridement, a local rotational flap, and antibiotics. - wound infection - two limbs had superficial wound infections treated successfully with oral antibiotics. - postoperative paresthesia - three limbs had postoperative transient paresthesia on the plantar aspect of the foot, 1 in the distribution each of the medial and lateral plantar nerves and 1 patient in the distribution of both nerves. Conclusion: in this study of the use of a compressing retrograde intramedullary nail for arthrodesis of the ankle and subtalar joints, satisfactory correction of deformity was achieved with a high union rate, and improvement in clinical and radiographic outcomes was seen. Additional information has been requested to the author.

Manufacturer narrative:
The complaint product was not returned for analysis. DHR review and failure analysis could not be performed, root cause cannot be determined. However, preoperative risk factors (4 patients were tobacco users) and etiologies of the patients (preoperative diagnoses were nonunion for 3 patients) might be reason of these complications. Moreover, there is a low risk that the packaging of products involved in complication of infection did not provide the level of sterility intended.

Event description:
N/a.